Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that. A kink was observed on the catheter at the insertion point of the dressing. No other damages or anomalies were observed. The catheter primed successfully with fluid flowing out of the catheter tip eyelets. Upon closer inspection under magnification, the kinked area of the catheter was observed to have small indentations. However, no leakage was observed during priming. The complaint of leakage cannot be confirmed nor replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse found the patient's epidural extension secure site (left shoulder) wet. The infusion was stopped, and review of the patient suggested that the catheter was broken as there might be a loop missing. The broken part of the catheter was dressed or located underneath dressing. The reporter did not see signs of external force (dressing intact) and was unsure of the cause of the incident. The epidural was removed, and the tip was found to be intact. There was delay in therapy as the epidural was stopped. The event did not involve death or serious deterioration of a person. This was not reported to regulatory authority. There was no patient harm or adverse event reported. Bupivacaine-morphine-adrenaline 0.125 percent-2mg-0.4mg was commenced on (B)(6) 2025 and stopped on (B)(6) 2025 when catheter was found to be damaged.